Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had an issue with priming the insulin pump. Customer stated that he was unable to exit the preparing to prime loop. Customer was advised to try another reservoir. Call was disconnected. No additional information provided.